Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's device was registering high impedance on a system diagnostic test. Info was later received indicating that between the pt's last visit (when diagnostic results were normal) and the visit where the high impedance was noted, the pt had a seizure and fell. In that fall it was confirmed that the pt fractured her left radius. The pt's head and face were also x-rayed, in conjunction with a CT scan, suggesting that there was suspected trauma to the head or face. It is possible that the lead fractured during the fall, but could not be confirmed. The pt has undergone a full device replacement, and attempts to have the explanted devices returned for analysis are underway.